Manufacturer narrative:
Concomitant medical products: UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two systems, scs and pns, and this event pertains to the scs system. The patient has two leads from the same lot within the scs system. It was reported the patient experienced ineffective stimulation from the scs system. Multiple programming sessions could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a new model which resolved the issue.